Manufacturer narrative:
Philips service replaced the hivo and restored the device to working order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the cine functionality failed during clinical use on a azurion 3 m12. The clinical use of the system was in use. There was no reported patient or user harm.